Manufacturer narrative:
The repair inspection confirmed the reported issue, abnormal sound was identified to be due to disengagement of the internal screws. The inspection also noted the battery has been consumed and the video connector receiver lock does not work. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (omsc) loaner asset visera elite video system center was returned to the repair center for abnormal sound. The issue was found during an unspecified event. However, the repair inspection identified the abnormal sound due to disengagement of the internal screws. No death, injury or harm has been reported to olympus. This report is being submitted to capture the defective video connector received lock.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d5. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon, ¿strange noise caused by detached internal screws¿, was confirmed during inspection. However, there was no further information, and the cause of the phenomenon was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.